Event description:
Info received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The tech found the connecting lugs on the power cord plug were worn. The tech replaced the power cord plug to repair the bed.